Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was creating ridges and an uneven graft. The handle was not connecting to the air hose and different hoses were used that resulted in the same outcome. The taken graft was damaged but an additional graft was not needed. There was no patient impact during the surgery but there was a 5-minute delay. The patient did experience irregular healing on the donor grafting site. The taken grafts were pieced together which resulted in the patient's scars being thickened at the seams and the patient has experienced increased sensitivity. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device was creating ridges and an uneven graft. The handle was not connecting to the air hose and different hoses were used that resulted in the same outcome. The taken graft was damaged but an additional graft was not needed. There was no patient impact but there was a 5-minute delay. Due diligence is complete and there is no additional information available.